Manufacturer narrative:
Event updated with additional information. Patient code updated to code 2199. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 01:46 pm CT. The report number is being corrected from: 2183959-2018-61796 to: 2183959-2018-61215.

Event description:
It was reported that the patient experienced difficulty with pumping their inflatable penile prosthesis (ipp). The ipp exhibited fluid loss, as evidenced by the collapsed pump. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient did not experience any adverse health effects. A revision surgery was not scheduled to address the reported fluid loss.

Event description:
It was reported that the patient experienced difficulty with pumping their inflatable penile prosthesis (ipp). The ipp exhibited fluid loss, as evidenced by the collapsed pump. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.